Event description:
It was reported during placement of this dialysis catheter, while the catheter was being repositioned the cuff detached and remained in the pt. Retrieval of the detached cuff utilizing a hemostat was uneventful. Another dialysis catheter was successfully placed and the patient's condition is good. This device was destroyed by the user facility. Therefore no failure analysis is available. As a lot number for this device was not provided, a device history search could not be performed. Pt anatomy and/or user technique during catheter placement may have contributed to this event. Follow up revealed resistance was encountered advancing the catheter through the new tunnel and scar tissue was present. Co believes these factors may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use outline appropriate placement techniques.